Event description:
Dr had problems w/tearaway sheath provided in set. Sheath did not tear completely down (visible device) and had to be removed before catheter was in place. Dr tried several attempts before starting over.